Event description:
A surgeon reported poor cutting of two separate vitreoretinal probes used in noted during a retina procedure. The product was replaced and the procedure was completed without consequences to the pt. Additional info has been requested for this case. Upon follow up the reporter informed no additional details were available regarding the event.

Manufacturer narrative:
A sample was received. The investigation is in progress. Additional info has been requested for this case. Upon followup the reporter informed no additional details were available regarding the event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).